Event description:
The 6060 pump system was in use on a pt returning from surgery and was delivering morphine for pain control. The pump was programmed in the pca mode to allow a 1 mg dose every 15 minutes. A nurse noted that when bringing the pt back from surgery that the pt looked odd, assistance was requested as a result. The nurse reportedly disconnected the pump at this time and waited until a charge nurse arrived in the room. The charge noted upon arrival that the entire contents of the 100 ml bag had disappeared. The morphine in the bag was a 1 mg/ml concentration. The pt was given narcan and recovered.